Manufacturer narrative:
Initial reporter last name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the bladder was observed ruptured. The ruptured bladder was examined for signs of abnormality that may have contributed to the reported condition; no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined, however, the potential cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.